Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the complaint of the unit not alarming was not confirmed. However, it was identified that the power switch was broken causing a low audible alarm.

Event description:
The dealer states that the unit was not alarming.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the unit was not alarming.